Event description:
One patient sample with discrepant alcohol (etoh) results. Initial result gave 0 mmol/l; repeat give 60 mmol/l. No adverse events reported in association with the results. If additional info is rec'd, appropriate notification will be provided.